Manufacturer narrative:
(B)(4). Per the customer, there were no fault indicator lights illuminated. The water was not cloudy or discolored and there are no leaks. Preventative maintenance is performed per the operator's manual.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit was not making ice. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The manufacturer's technical support team identified that the issue might be contributed to a defective ice sensor pressure switch. The user facility's biomedical technician (biomed) performed the repair by replacing the ice sensor pressure switch as was recommended and confirmed that resolved the problem. Biomed disposed of the suspect part. There will be no part returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.